Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya set was leaking form an unspecified location. This occurred during priming for peritoneal dialysis therapy; described as before connection, the patient noticed ¿liquid is spilled under the front door after priming the kaguya¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.